Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2019. The explanted devices were not returned to bsn as they were discarded by the medical facility. Model number/catalog number: sc-2218-70. Serial number: (B)(4). Batch/lot number: 2000000901 / 13896063. Model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patients lead was broken. It was noted that the patient had a fall. The patient underwent an explant procedure and was doing well postoperatively. No further information could be obtained.